Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio: 4.1, lab: 8.9. Time between tests: 33 minutes. Therapeutic range: 2.0-3.0. Patient self tester was given vitamin k tablets based on the lab inr value.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 4.1, reference: 8.9, mean: 6.50, confidence limits: na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. In-house therapeutic donor testing performed on reported lot number 306130 on (B)(4) 2013 yielded the following results: donor (B)(6): inratio: 2.0, 1.9, 1.9, reference: 2.31, bias threshold: 1.31 - 3.31, %cv: 2.99. Donor (B)(6): inratio: 3.1, 3.0, 3.3, reference: 3.28, bias threshold: 2.28 - 4.28, %cv: 4.88. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.